Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the plastic sleeve which overlays the needle had been cracked at the distal tip. There were no implants inside the needle, and were not returned with the complaint device. It is possible that the surgeon inserted the needle too far into the tissue, therefore causing the plastic sleeve to crack. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep. Via email that during meniscal repair surgery, two units of the product 228151 truespan did not work correctly. For the first truespan, trigger fracture occured at the time of the first shot without exerting significant pressure on the meniscus by the doctor. The white protector of the stem of the second truespan which protects the needle from its base also failed. These were discovered intra-operatively.